Manufacturer narrative:
Event date: date is approximate. Concomitant products: product ID: 978a128, lot# : va2cwpe, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a lot of issues with their neurostimulator incision site. They said that a week after implant the hcp removed the stitches even though they were dissolvable and 2 weeks later they developed a rash around the area and they removed even more stitches and the patient was given steroids, however the site didn't heal, it looked terrible. It was really red around the sides, so they were prescribed antibiotics and it had finally started to heal. The patient also reported they had an issue with the lead site, there was a bump there and initially their hcp said it was a scab, however the patient started to peel and the wires started to come out of the neurostimulator site, so about 3 weeks prior the patient saw their hcp for the issue and they said that in the office they 'worked it in'. Patient said the site was incredibly red and inflamed around august 12, so they took a picture and sent it to their healthcare provider, the patient was prescribed antibiotics. They said that for the lead site they had put some ointment on it and they were keeping it covered. They had not yet reported to their hcp office about it. The patient also reported they were not trying to recharge due to the reported event. The patient was redirected to their hcp to further address the reported issues.